Event description:
It was reported that this integrated programmer touch screen sometimes does not response. Field representative suspected that this could be due to cold temperatures. Boston scientific technical services (ts) agreed and discussed normal temperature for programmer. Field representative will try to bring the programmer overnight and if problem continues, will return the programmer. The programmer remains in service. There was no patient involvement. Additional information from the field indicates that the issue was resolved. Also, additional information was received indicating that the field representative's programmer was up however, remote monitoring reports that it is not. Boston scientific technical services (ts) recommended field representative to check with device tracking within the next 24 hours to check. There was no patient involvement. The allegation in this complaint has not been confirmed by testing or analysis, however the probable cause was determined based on the complaint meeting CAPA/trend criteria.